Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a pd patient that started throwing up bloody fluid. The caregiver requested assistance with doing a stat drain and cancelling this patient¿s peritoneal dialysis (pd) treatment. There were no reported issues with the device. Rather, it was stated the patient was vomiting blood and needed to go to the hospital. It was confirmed the patient event was not related to the supplies. In additional follow-up, the patient¿s pd nurse stated the patient was admitted on (B)(6) 2024 for vomiting (blood tinged). The nurse confirmed this was related to the patient¿s condition of gastrointestinal origin and was not related to dialysis or fresenius products. The patient remained hospitalized (at the time follow-up was completed) for further medical management/ work-up of the gastrointestinal issue. The nurse confirmed the patient did not have any adverse effects due to fresenius products.

Manufacturer narrative:
Clinical review: there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a pd patient that started throwing up bloody fluid. The caregiver requested assistance with doing a stat drain and cancelling this patient¿s peritoneal dialysis (pd) treatment. There were no reported issues with the device. Rather, it was stated the patient was vomiting blood and needed to go to the hospital. It was confirmed the patient event was not related to the supplies. In additional follow-up, the patient¿s pd nurse stated the patient was admitted on (B)(6) 2024 for vomiting (blood tinged). The nurse confirmed this was related to the patient¿s condition of gastrointestinal origin and was not related to dialysis or fresenius products. The patient remained hospitalized (at the time follow-up was completed) for further medical management/ work-up of the gastrointestinal issue. The nurse confirmed the patient did not have any adverse effects due to fresenius products.